Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented during an initial implant procedure. While implanting a right ventricle lead, no capture and poor sensing were noted despite several attempts made to reposition the lead. The lead was explanted and replaced. The patient was stable throughout the procedure.